Event description:
It was reported to philips that the connection wire is broken. There was no patient involvement.

Manufacturer narrative:
This complaint is a duplicate of (B)(4) reported on MDR number 3030677-2022-04533.

Event description:
This complaint is a duplicate of (B)(4) reported on MDR number 3030677-2022-04533.